Manufacturer narrative:
Sc-2317-50, sn (B)(6). Device evaluation indicated that the complaints of high impedance have been confirmed. Visual (microscope) and x-ray inspection of the lead revealed five cables were completely broken at the bent or kinked location of the lead. The bent or kinked location was 2 cm from the set screw mark of the clik x anchor. There were no exposed cables at the clik x anchor site fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. Sc-2317-50, sn (B)(6). Device evaluation indicated that the lead body was kinked 21.5 cm from the distal end. X-ray inspection found ten cables fractured at the kinked section of the lead. It appears that excessive mechanical force was exerted onto the lead body resulting in its deformation and high impedances. The dfu states not to sharply bend or kink the lead, extension, or splitter and to provide a stress relief loop at the insertion site to minimize tension on the lead. Review of the device history record revealed no anomalies. There were multiple inspection steps that would prevent the release of a kinked or damaged lead. The probable cause selected is unintended use error caused or contributed to event.

Event description:
A report was received that the patient was not getting adequate coverage due to high impedance. It was noted that ten of the lead contacts was malfunctioning. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Model number/ catalog number: sc-2317-50, serial number: (B)(4), batch/ lot number: 5096468, model/ catalog description: infinion cx lead kit, 50cm.

Event description:
A report was received that the patient was not getting adequate coverage due to high impedance. It was noted that ten of the lead contacts was malfunctioning. The patient underwent a lead replacement procedure.